Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump module keypad problem could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer purchased 363 new pump modules that they received between june 2018 to november 2018. They state that there has been another pump module involving the 4 push buttons on the front panel were not working properly, making the pump modules inoperable. The biomed department states that the ribbon cable appears to be getting compressed/pinched as it folds under the connector, causing a failure of the cable which leads to a failure of keypad operation. The customer states that there has been no patient involvement.